Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during patient examination for deep brain stimulation therapy, the resistance was found to be too high. The patient had a medical history of parkinson's disease and was undergoing deep brain stimulation. Device interrogation/testing was performed, which identified the high resistance. The possible external/environmental/patient factors that may have caused or contributed to the high impedances are unknown. The extensions were explanted and the issue resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2024 product type extension h3: analysis of the extensions (B)(6) and (B)(6) found that there was no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.